Event description:
It was reported that there was intermittent atrial sensing noted on interrogation causing ventricular safety pacing events. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 6949, implantable tachy lead, (B)(6) 2005. (B)(4).